Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported "patient with allergan textured breast prosthesis that currently has anaplastic large cell lymphoma and different health problems, with physical and psychological sequels" of unknown side. Pathological markers confirming alcl have not been received, and alcl cannot be confirmed. Device has been explanted.

Event description:
Patient representative reported "patient with allergan textured breast prosthesis that currently has anaplastic large cell lymphoma and different health problems, with physical and psychological sequels". Pathological markers confirming alcl have not been received, and alcl cannot be confirmed. This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative reported "patient with allergan textured breast prosthesis that currently has anaplastic large cell lymphoma and different health problems, with physical and psychological sequels". Pathological markers confirming alcl have not been received, and alcl cannot be confirmed. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1474429 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v3.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.